Event description:
As reported by (B)(4) study, during pci of a lesion in the 1st diagonal, there was slow flow corrected by adenosine. Post-procedure, the patient had a myocardial infarction that was medically managed only. Pci was first performed on a 70% de novo lesion in the mid lad of 12mm in length in a 3.0mm vessel diameter. The (b2) lesion was not heavily calcified or characterized with extreme vessel tortuosity. A 2.5x18mm cypher stent was deployed at 20 atm by direct stenting. Post-dilatation was performed with two 3.0x12mm balloons at 13 atm as a standard procedure. The residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure, respectively. Pci was performed next on a 95% de novo lesion in the 1st diagonal of 12mm in length in a 2.5mm vessel diameter. The (b2) lesion was not anatomically complex. The lesion was pre-dilated with a 2.5x12mm balloon at 8 atm before a 2.5x18mm cypher stent was deployed at 12 atm. The lesion was post-dilated with a 1.5x15mm balloon at 9 atm as a standard procedure. The residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure, respectively.

Manufacturer narrative:
Finally, pci was performed on a 70% de novo lesion in the distal circumflex of 10mm in length in a 3.0mm vessel diameter. The (b2) lesion was not anatomically complex. A 3.0x13mm cypher stent was deployed at 11 atm by direct stenting. The residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure, respectively. Concomitant medications ((B)(6) 2010): pre-procedure medications included toprol, aspirin and clopidogrel. Intra-procedure medications included eptifibatide (integrilin) and unfractionated heparin. Post-procedure medications included aspirin, clopidogrel. Concomitant devices ((B)(6) 2010): 3.0x12mm balloon, 2.5x12mm balloon, 1.5x15mm balloon, 2.5x18mm and 3.0x13mm cypher stents. This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of three devices associated with the reported event that were submitted under the following manufacturing numbers 003742446-2010-00251, 3003742446-2010-00252 and 3003742446-2010-00253.

Manufacturer narrative:
As reported by the (B)(4) study, during a pci, slow blood flow was noted in a side branch. Post-procedure, the patient was diagnosed with a myocardial infarction that was medically managed only and the event resolved without sequel. During the index procedure, 3 lesions were treated. Pci was first performed on a 70% de novo lesion in the mid lad of 12mm in length in a 3.0mm vessel diameter. The (b2) lesion was not heavily calcified or characterized with extreme vessel tortuosity. A 2.5x18mm cypher stent was deployed at 20 atm by direct stenting. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. The rated burst pressure indicated in the IFU is 16 atmospheres. Post-dilatation was performed as a standard procedure. The residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure, respectively. Pci was performed next on a 95% de novo lesion in the 1st diagonal of 12mm in length in a 2.5mm vessel diameter. The (b2) lesion was not anatomically complex. The lesion was pre-dilated with a non-cordis balloon before a 2.5x18mm cypher stent was deployed at 12 atm. The lesion was post-dilated with a 1.5x15mm balloon at 9 atm as a standard procedure. The residual diameter stenosis measured 0%. The database indicates that there was slow flow corrected by adenosine during treatment of this lesion. However, multiple unsuccessful attempts were made to clarify if the slow flow was noted after pre-dilation with the non-cordis balloon was conducted or after cypher stent implantation. Finally, pci was performed on a 70% de novo lesion in the distal circumflex. A 3.0x13mm cypher stent was deployed at 11 atm by direct stenting. The residual diameter stenosis measured 0%. Timi iii flows were recorded in all vessels treated pre and post-procedure respectively. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Based on the limited information provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the cypher stent implanted in the first diagonal branch and the slow flow reported. However, the act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow with the potential to decrease it and lead to myocardial infarction. Based on the information available for review, there are possible vessel characteristics and procedural factors may have contributed to these events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required. This is one of three devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00251, 3003742446-2010-00252 and 3003742446-2010-00253.